Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 438 mg/dl. Customer attempted to treat their high blood glucose level via insulin pump but received no delivery alarm. Troubleshooting for no delivery was performed. Customer advised the motor may have shifted. Customer was assisted with changing out their infusion set. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.